Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility street address and phone number are not available for reporting. Date received by MFR: additional information was received on february 9, 2016 reporting additional part numbers associated with the complained event. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 5 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is follow up #1; however, past attempts to submit this report as follow up #1 have failed with the FDA error stating it was a duplicate supplemental report. Report was resubmitted as follow up #2, though this is really follow up #1. The subject device has been received and is evaluation is pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is evaluation is pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Manufacturing investigation summary: received one (1) insert-handle f/multiloc hum nail system (part 03.019.006) for manufacturing investigation. The article is in a used condition with hammer marks present. During manufacturing investigation, all relevant and significant characteristics (ie. Dimensions) were checked and passed functional tests. All checked and measured characteristics are within print specifications. There are no references to the reported issue. No manufacturing related issues were identified and/or confirmed. The exact root cause for this complained problem could not be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 5 of 11 for (B)(4).